Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on an unknown date. Additional testing was performed twice on an unknown date with the same sample: one with shimizu auto amp test and the second with unknown brand of antigen test. Both methods generated a negative result. Additional testing was performed twice on an unknown date with the new sample: one with auto amp test and the second with unknown brand of antigen test. Both methods generated a negative result. Repeat testing was performed on an unknown date which generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
(B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m777509 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m777509, test base part number 192-430 / lot m777509. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m777509 showed that the complaint rate is (B)(4) . Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : single-use, device discarded.